Manufacturer narrative:
Device returned to manufacturer: unknown. Used awareness date instead. Based on evaluation of the complaint information, this complaint meets the criteria for a previously investigated complaint. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes underfilled. No report of injury or medical intervention. No report of blood exposure to mucous membrane.